Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error and keypad anomaly troubleshooting. The customer¿s blood glucose level was in the 300 mg/dl at the time of the incident. The customer stated that no significant event leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.